Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07bnk, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant the patient was pressing on the area of the implantable neurostimulator (ins) and felt sore in the area and it was tender. In (B)(6) 2014, the patient was not feeling stimulation. The patient had no stimulation sensation and a loss of therapeutic effect. The patient had a knee replacement in (B)(6) 2014 and they felt they left the hospital too early. The patient had several falls since then and thinks the ins may have shifted or moved. After the knee replacement, the patient got very ill and ended up in the hospital. The patient was not being able to adjust stimulation with the patient programmer. The patient was able to connect the programmer to the ins, but was not being able to increase stimulation since (B)(6) 2015. The patient was not being able to make adjustment both with or without the antenna attached to the programmer since may 2015. The programmer wouldn't work with either antenna. It was further reported that the patient had the new patient programmer and still couldn't connect with the ins. The patient kept getting poor communication. The patient spoke with their health care provider's (hcp's) office and they would call back to make an appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The replacement programmer was returned with no known complaint.